Manufacturer narrative:
Investigation summary: one open 32g x 4mm pen needle sample and three photos were returned from lot. No. 9015918, cat. No 320559. Visual examination was carried out on the returned sample and photos and a broken non patient end of cannula was observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. As the sample returned was open it is not possible to confirm this defect to be manufacturing related.

Event description:
It was reported that the non-patient end of the bd micro-fine¿ pro pen needle broke and the medicine wasn't delivered as a result. The following information was provided by the initial reporter, translated from japanese to english: "drug didn't come out due to a broken needle npe."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the non-patient end of the bd micro-fine¿ pro pen needle broke and the medicine wasn't delivered as a result. The following information was provided by the initial reporter, translated from (B)(6) to english: "drug didn't come out due to a broken needle npe."